Event description:
A pt was assisted to the bedside commode to void. The bedside commode fell apart, the bucket dropped through to the floor, the plastic seat fell off, and the bucket holder fell off also. The pt partially slid through the commode frame opening. Our organization had made a special purchase of 19 of these bariatric commodes to be available for our bariatric patients. Dates of use: 2008 - 2009. Diagnosis: needed heavy duty commodes for large bariatric pts.